Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient passed out next to the elevator in their apartment complex due to inaccuracies. The patient last remembers seeing 184 mg/dl on the cgm and prior to passing out it was reported that the patient's bg was checked and it was 84 mg/dl. A lady called 911 and provided the patient with a candy bar to attempt to increase their blood sugar. When emergency medical technician's (emts) arrived, they checked a finger stick and reported that it was normal readings (the patient could not recall the value). The patient refused to go to the hospital and was assisted by emts until he was able to go home. It was reported that the patient self treated with an insulin shot after the incident; however, it was not reported why he self treated. At the time of the report, the patient was doing good and was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and passed. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined post investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).